Manufacturer narrative:
Initial.

Event description:
It was reported that the patient could not see glucose readings on the ilet or in the bionic circle app while using a dexcom g7 continuous glucose monitor (cgm), and support advised that the app will not display readings if the ilet is not receiving cgm data; the patient elected to replace the sensor independently. No adverse clinical symptoms reported. Outcomes included no change in patient condition and no need for medical intervention. User support included remote troubleshooting and education focused on cgm signal loss and pairing behavior between the dexcom g7 and the ilet. Investigation of this case revealed a cgm communication issue consistent with intermittent signal loss to the ilet, with no evidence of ilet hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-level cgm sensor or connectivity factors leading to loss of cgm data transmission to the ilet.